Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer would not final fill during dissolution mode. The bmt put the mixer back into final fill mode (after wiping the final fill sensor) and when the mixer was powered back on, smoke began coming out of the control box and the customer powered the mixer down. The bmt was advised to swap the fill valve assembly or possible control board issue. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated it was determined the fill valve assembly needed to be replaced and the part was ordered. It was confirmed there was no patient involvement. The machine remains out of service pending replacement of the faulty part. Per bmt no sample was available to be returned.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer would not final fill during dissolution mode. The bmt put the mixer back into final fill mode (after wiping the final fill sensor) and when the mixer was powered back on, smoke began coming out of the control box and the customer powered the mixer down. The bmt was advised to swap the fill valve assembly or possible control board issue. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated it was determined the fill valve assembly needed to be replaced and the part was ordered. It was confirmed there was no patient involvement. The machine remains out of service pending replacement of the faulty part. Per bmt no sample was available to be returned.